Event description:
It was reported that "the customer reports that the skin stapler is not suitable for surgeons because it does not snap into place correctly and once on the skin, the staples do not bring the edges together satisfactorily." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. Three devices involved. Associated mdrs: 3003898360-2026-00096, 3003898360-2026-00098 and 3003898360-2026-00099.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528236 visistat 35w non-sterile for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned unengaged. There were no signs of biological material on the device. The stapler was received with 42 staples left in the cartridge. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. Per DHR the product visistat 35w non-sterile lot # 73j2500336 was manufactured on 09/09/2025 a total of (B)(4) pieces. Lot was released on 09/11/2025. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jam-staples not forming/closing" could not be confirmed based upon the sample received. The customer returned one unit of 528236 visistat 35w non-sterile for investigation. The returned stapler was able to form and release all remaining staples in the cover block without any staples failing to form or close. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the customer reports that the skin stapler is not suitable for surgeons because it does not snap into place correctly and once on the skin, the staples do not bring the edges together satisfactorily." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. Three devices involved. Associated mdrs: 3003898360-2026-00096, 3003898360-2026-00098 and 3003898360-2026-00099.

Manufacturer narrative:
(B)(4).